Manufacturer narrative:
(B)(4). Batch # 0805a6491033. The analysis results found that the lx107 device was received with the handle coating damaged, otherwise in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. While no conclusion could be reached as to what may have caused the condition of the coating, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Batch # na.

Event description:
It was reported that during a miscellaneous open cases procedure, the appliers are getting worn. There are clip formation issues and the handles are cracking. Another like device was used to complete the procedure. There were no adverse consequences for the patient.